Manufacturer narrative:
The tandem user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. This will result in occlusion and inaccurate display of the insulin level on the home screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer removed or added insulin from a filled cartridge after it was installed on the pump. A supply change was performed resolving the occlusion. Customer¿s blood glucose level was 330 mg/dl.